Event description:
It was reported to manufacturer that the vns patient was experiencing a change in seizure pattern. The patient's caregiver stated that "previously (the patient) would have small seizures that would last a total of 11 minutes and if the magnet was swiped in time it would shorten the seizure and the post ictal period, but the last few small seizures have lasted a total of 15 minutes and when the magnet is swiped there seems to be no change in the seizure". The seizure rate compared to pre-vns baseline is unk. Attempts to obtain add'l information from the treating physician have been made, but have been unsuccessful to date.